Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds)(10910r139) was advanced to the mitral valve and multiple grasping attempts were made when it was noted the gripper line was not lowering all the way. Troubleshooting was unsuccessful therefore the cds was removed. A second cds was advanced and the clip deployed at a2p2. A third cds (10806r127) was opened when it was noted the flush port of the clip introducer was broken therefore the device was not used. A fourth cds (10728r176) was advanced and multiple grasps were made on the lateral side of the valve however the mr was unable to be reduced. Visualization of the posterior leaflet was difficult therefore the clip was not implanted and the cds removed. The procedure was completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for gripper actuation issues from this lot. Based on the on the available information, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.